Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo sets "appeared to have been melted together in production". The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6(update codes), h11. H11: two (2) actual devices and three (3) photograph of the sample was provided for evaluation. Visual inspection of the returned samples and photographs identified that the tube was caught in the pouch seal. The reported condition was verified. The cause of the reported condition was determined to be related to manufacture process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.